Manufacturer narrative:
Concomitant medical products: 5076-52 lead, 5068-58 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had excessive charge time after reaching recommended replacement time (rrt). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.